Manufacturer narrative:
The event occurred outside of the united states. While this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
Customer reportedly experienced elevated blood glucose levels between 13-28 mmol/l; took correction via pump without success. Customer alleges pump delivers too little insulin. No adverse event reported. Requested return of the alleged device for evaluation.